Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had a severely angulated aortic neck. There was no endoleak reported. The physician believes that due to the angulation of the aortic neck, the 28 aortic cuff slipped into the main body. The aortic cuff excluded the contralateral limb. The physician elected to convert the stent graft to an aortic-uni-iliac with a femoral to femoral bypass. No additional clinical sequelae were reported and the pt is fine.